Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by an end user's son, who stated "she leaned back, the back gave way and the rod snapped. She fell and hit their head." There was no report of medical treatment. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.